Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing syncope where they fell and bruised their noise. Upon interrogation it was noted there was undersensing of right ventricular (rv) low amplitude. The signal became larger during the check and was then sensed. Boston scientific technical services (ts) was consulted and discussed possible fusion. The physician did not believe the rv undersensing caused the syncope, however, the cause of the syncope remained unknown. No programming changes were made to the system. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.